Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured in a pinhole form, located near the shoulder on the distal side of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.